Event description:
The patient missed a refill visit. The hcp did not inform the patient when the refill was due. The pump was last filled 7.5 months ago and the reservoir was empty. The pump alarmed. Ten days later the patient went to the emergency room and was referred to a different doctor. That doctor couldn't read the pump and didn't' want the pump to be refilled. The patient experienced withdrawal and lost movement in his right arm and lost sight in his right eye. Additional information has been requested. A follow-up report will be submitted if additional information becomes available.